Event description:
It was reported that "during the insertion of an epidural catheter, the fixation part (junction hub) malfunctioned. After insertion, the catheter self-retracted and then detached completely from the fixation part. A second kit was used to remove another fixation part. There were no consequences for the patients, apart from a slight delay in treatment."

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the insertion of an epidural catheter, the fixation part (junction hub) malfunctioned. After insertion, the catheter self-retracted and then detached completely from the fixation part. A second kit was used to remove another fixation part. There were no consequences for the patients, apart from a slight delay in treatment".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.